Event description:
It was reported during remote transmission, inappropriate mode switch due to noise over-sensing was noted on the patient's atrial lead. No intervention was performed. The patient's status was unknown.